Manufacturer narrative:
One device was returned for analysis of complaint of cassette not latching error. No 12-month service history was found. No error codes were found in review of event lot. Visual and functional testing was performed. Complaint was confirmed through downstream occlusion test. Unit flashes "reattach cassette" with multiple cassettes. Unit does not calibrate on the downstream occlusion (dso) sensor. Replaced dso sensor to resolve issue. Device passed testing post repair.

Event description:
It was reported cassette not latching error was reported. Multiple cassettes were attempted; however, the error persisted and did not change. No patient harm was reported.